Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there are cotton fibers and corrosion in the large collet. This condition could cause the device to not retain a pin.

Event description:
It was reported that the device would not retain a pin during a procedure. There was no delay and no allegation of adverse consequences associated with this event.